Event description:
The customer reported four months after cranial surgery, the affected area was raised and the artificial bone (not biomet product) was confirmed to be floating. During the revision surgery it was identified the plates used to fixate the artificial bone were broken at the bone incision line. According to the surgeon's comment "the patient had excessive activity and high brain pressure."

Manufacturer narrative:
The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of six for the same event.